Event description:
It was further reported that the patient's cause of death was full cardiac arrest.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient presented to the emergency room via ems in "full arrest". The patient reportedly collapsed at home but had pulse and agonal respirations. Ems witnessed cardiac and respiratory arrest and resuscitation efforts initiated with intubation, CPR and external pacing. Resuscitation efforts continued in emergency room but were unsuccessful. An autopsy was not performed. The death certificate confirmed the primary cause of death was cardiopulmonary failure and the underlying causes of death were congestive heart failure and coronary artery disease.

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01332 and 2134265-2012-01334. It was reported that post a stenting treatment procedure, patient death occurred. It was also reported that during the index procedure, flow was "somewhat" limited. The patient presented due to silent ischemia. The first 99% stenosed and 50mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with pre-dilation and placement of a 2.25x28mm ion stent and a distally overlapping 2.50x32mm ion stent, resulting in 9% residual stenosis following post-dilation. Initially, the physician was unable to cross the target lesion using a 2.5x32mm ion stent and the physician states flow was "somewhat" limited to the distal lad. The second 50% stenosed and 15mm long target lesion was located in the proximal lad with a reference vessel diameter of 2.75mm. The second target lesion was treated with pre-dilation and placement of a 2.75x32mm ion stent, resulting in 9% residual stenosis following post-dilation. It was also noted that multiple devices were attempted to access the right coronary artery (rca) without success. No intervention to the rca was performed. The patient was discharged the same day as the index procedure on clopidogrel. Six days after the index procedure, the patient expired due to an unknown cause.

Manufacturer narrative:
(B)(4).